Event description:
It was reported that the patient had pressure sore to left side of chin following procedure.

Manufacturer narrative:
The injuries occurred when the patient's face was directly on the foam. The user said that movement or readjustment of the patient position would be impossible during this type of case. There might be some momentary "peeking through" the face pillow to check for breathing tube placements but nothing major. User said that they noticed a change in the feel of foam. Rougher, changes in texture. However, no changes have been made in the manufacturing.

Event description:
It was reported that the patient had pressure sore to left side of chin following procedure. Additional information was received; that during a posterior lumbar fusion procedure, injuries occurred when the patient's face was directly on the foam. Procedure was between 3.5 to 5 hours. Patient experienced redness, treated with a cold compress and continued monitoring by a wound care nurse.